Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2.2 and main drawer 3.1 was not detected on bus. The field service engineer (fse) reviewed the medstation performed analysis report (mpar), which showed drawer 2.2 with a not detected on bus issue and drawer 3.1 with a failed by user status. Upon arrival onsite, no hardware failures were present. Both drawers were fully functional in the hardware test application (hta), with all cubies opening within the expected time. Inspection of the back of the drawer revealed a pill lodged in the pyxis bus connection of half-height drawer 2. As a preventive measure, the drawer controller board and retractor band cable for drawer 2.2 were replaced. After rebooting the system, no hardware failures were observed. The customer completed a full inventory count of both drawers, and no failures occurred, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.2 and main drawer 3.1 was not detected on bus. The customer tried to reboot and recover but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.